Event description:
Information was received from a healthcare professional regarding a patient receiving dilaudid (30 mg/ml at 3.448 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and other chronic intractable pain (trunk/limbs). On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The motor stall was active. The pump logs indicated motor stall occurred and stopped pump period may exceed tube set. The patient had pain. The event date was (B)(6) 2017. No further patient complications have been reported as a result of this event.